Event description:
It was reported that a patient¿s ilet pump touchscreen was unresponsive while the device was powered on at the lock screen, and troubleshooting steps including cleaning the screen, testing on a charging pad, and third-party interaction did not restore function, leading to replacement; the reported blood glucose at the time of contact was 104 mg/dl and no alerts or alarms were noted. Symptoms included no adverse clinical effects. Outcomes included no impact on health and a device replacement to restore therapy continuity. Investigation included assessment via phone-based troubleshooting and user guidance. Investigation of the returned device revealed a touchscreen malfunction consistent with a hardware user interface failure. It was concluded that the device experienced a touchscreen failure, with no patient harm, and replacement resolved the issue.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage (sleep/wake button unresponsive; screen unresponsive; screen visibility) was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.